Event description:
A tunneled central venous catheter was being placed for therapeutic purposes in 2005. During insertion, the catheter broke in half at the location of the cuff. Another unit was used instead.